Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the volume discrepancy on the old pump was unknown. The catheter was not able to be aspirated. The cause of the patient vomiting/nausea was due to possible overdose from the pump medications. It was unknown and the symptoms resolved when the pump was turned to minimum rate. It was reported that no expired product was used. The patient was given a brand new synchromed 3 personal therapy manager (ptm). When asked what the current status of the device was, the rep indicated that the patient gave the rep their old ptm and it was shipped back to medtronic. The pump was discarded along with the catheter per the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial#(B)(6), implanted: (B)(6) 2017, explanted:(B)(6) 2024, product type catheter pro duct ID tm90t0 lot# serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 29-apr-2018, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing bupivacaine via an implantable pump for unknown indications for use. It was reported that the patient had more drug in the old pump than expected. The history of refill discrepancy was unknown. The catheter would not aspirate so the entire catheter was replaced. After the operation, the patient began vomiting and nausea. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced due to end of service. Action: the pump was lowered to minimum rate hours after operation. The patient weight and medical history were asked but unknown at this tim. The patient status was alive and no injury. The issue was resolved.